Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / constant moderate pelvic pain"), genital haemorrhage ("heavy bleeding / abnormal bleeding") and endometriosis ("endometriosis") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mental disorder nos, urinary tract infection, constipation, abdominal pain, alcohol use, heavy periods, insomnia, energy decreased, suicidal ideation and adjustment disorder. Previously administered products included for an unreported indication: birth control pill from 1994 to 2010, depo-provera from 1994 to 1996, mirena and birth control pill. Concurrent conditions included endometriosis, blood pressure high, prediabetes, panic disorder, iron deficiency anemia, vitamin d deficiency, asthma, syncope and sleep apnea. Concomitant products included citalopram hydrobromide (celexa), colecalciferol, colecalciferol (vitamin d3), lorazepam (ativan) and ranitidine hydrochloride (zantac). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 9 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), fatigue ("fatigue"), middle insomnia ("sleep disruption"), mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), female sexual dysfunction ("inability to have sexual intercourse"), dyspareunia ("dyspareunia (painful sexual intercourse)"), diarrhoea ("diarrhea") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic state in mouth"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping) / constant moderate menstruation pain"). In september 2013, the patient experienced weight increased ("weight fluctuations / weight gain") and urticaria ("hives"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / constant moderate abdominal pain"), menstrual disorder ("abnormal menses"), procedural pain ("painful post-operative recovery"), back pain ("constant moderate back pain") and pain in extremity ("constant moderate leg pain"). The patient was treated with duloxetine hydrochloride (cymbalta), colecalciferol (vitamin d), iron, alprazolam (xanax), ketorolac tromethamine (toradol), diazepam (valium), hydrocortisone (cortizone), surgery (partial hysterectomy and bilateral removal of fallopian tubes were performed on 10-jan-2014), surgery (on 4-dec-2013 underwent endometrial ablation) and surgery (ablation was performed in aug-2013). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, endometriosis, vaginal haemorrhage, menorrhagia, abdominal pain, menstrual disorder, migraine, fatigue, dysgeusia, procedural pain, middle insomnia, mood swings, anxiety, depression, female sexual dysfunction, urticaria, nausea, dysmenorrhoea, dyspareunia, diarrhoea, back pain, pain in extremity and headache had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, middle insomnia, migraine, mood swings, nausea, pain in extremity, pelvic pain, procedural pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: all symptoms began feeling better after hysterectomy. Her current weight: 205.00 lbs. Approximate weight at the time of essure placement 180.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 23-oct-2013: essure placement was successful; on 25-oct-2013: fallopian tube implants in place quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : events outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 07-dec-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / constant moderate pelvic pain"), genital haemorrhage ("heavy bleeding / abnormal bleeding"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and endometriosis ("endometriosis") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mental disorder nos. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, 9 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), fatigue ("fatigue"), middle insomnia ("sleep disruption"), mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), female sexual dysfunction ("inability to have sexual intercourse"), dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("diarrhea"). In august 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic state in mouth"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping) / constant moderate menstruation pain"). In september 2013, the patient experienced weight increased ("weight fluctuations / weight gain") and urticaria ("hives"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain / constant moderate abdominal pain"), menstrual disorder ("abnormal menses"), procedural pain ("painful post-operative recovery"), back pain ("constant moderate back pain"), pain in extremity ("constant moderate leg pain") and endometriosis (seriousness criterion medically significant). The patient was treated with duloxetine hydrochloride (cymbalta), colecalciferol (vitamin d), iron, alprazolam (xanax), ketorolac tromethamine (toradol), diazepam (valium), hydrocortisone (cortizone), surgery (partial hysterectomy and bilateral removal of fallopian tubes were performed on(B)(6)2014), surgery (ablation was performed in aug-2013), surgery (ablation was performed), surgery (ablation was performed) and surgery (ablation). Essure was removed in february 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menstrual disorder, migraine, fatigue, weight increased, dysgeusia, procedural pain, middle insomnia, mood swings, anxiety, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urticaria, nausea, dysmenorrhoea, dyspareunia, diarrhoea, back pain and pain in extremity was resolving and the endometriosis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, middle insomnia, migraine, mood swings, nausea, pain in extremity, pelvic pain, procedural pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: all symptoms began feeling better after hysterectomy. Her current weight: 205.00 lbs. Approximate weight at the time of essure placement 180.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: essure placement was successful quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received - reporter¿s information was updated, and a new reporter was added. The patient¿s and lab test information were added, removal date of essure was updated to (B)(6)2013, and treatment drugs were provided. Also the events ¿middle insomnia¿, ¿mood swings¿, ¿anxiety¿, ¿depression¿, ¿vaginal haemorrhage¿, ¿menorrhagia¿, ¿female sexual dysfunction¿, ¿urticaria¿, ¿nausea¿, ¿dysmenorrhoea¿, ¿dyspareunia¿, ¿diarrhoea¿, ¿back pain¿,¿ pain in extremity¿ and ¿endometriosis¿ were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / constant moderate pelvic pain"), genital haemorrhage ("heavy bleeding / abnormal bleeding") and endometriosis ("endometriosis") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mental disorder nos. Previously administered products included for an unreported indication: birth control pill from 1994 to 2010, depo-provera from 1994 to 1996, mirena and birth control pill. Concurrent conditions included endometriosis, blood pressure high, diabetes, panic disorder, iron deficiency anemia, vitamin d deficiency, asthma, syncope and sleep apnea. Concomitant products included citalopram hydrobromide (celexa), colecalciferol, colecalciferol (vitamin d3), lorazepam (ativan) and ranitidine hydrochloride (zantac). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 9 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), fatigue ("fatigue"), middle insomnia ("sleep disruption"), mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), female sexual dysfunction ("inability to have sexual intercourse"), dyspareunia ("dyspareunia (painful sexual intercourse)"), diarrhoea ("diarrhea") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic state in mouth"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping) / constant moderate menstruation pain"). In (B)(6) 2013, the patient experienced weight increased ("weight fluctuations / weight gain") and urticaria ("hives"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / constant moderate abdominal pain"), menstrual disorder ("abnormal menses"), procedural pain ("painful post-operative recovery"), back pain ("constant moderate back pain") and pain in extremity ("constant moderate leg pain"). The patient was treated with duloxetine hydrochloride (cymbalta), colecalciferol (vitamin d), iron, alprazolam (xanax), ketorolac tromethamine (toradol), diazepam (valium), hydrocortisone (cortizone), surgery (partial hysterectomy and bilateral removal of fallopian tubes were performed on (B)(6) 2014) and surgery (ablation was performed in (B)(6) 2013). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, menstrual disorder, migraine, fatigue, weight increased, dysgeusia, procedural pain, middle insomnia, mood swings, anxiety, depression, female sexual dysfunction, urticaria, nausea, dysmenorrhoea, dyspareunia, diarrhoea, back pain and pain in extremity was resolving and the endometriosis and headache outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, middle insomnia, migraine, mood swings, nausea, pain in extremity, pelvic pain, procedural pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: all symptoms began feeling better after hysterectomy. Her current weight: 205.00 lbs. Approximate weight at the time of essure placement 180.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure placement was successful . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 12-jun-2018: information from pfs and mr. Concomitant drugs added. New event added: headaches. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent birth control. After the implant, plaintiff began suffering from severe abdominal pain, abnormal menses, pelvic pain, migraines, fatigue, weight fluctuations, rashes, metallic state in mouth, and heavy bleeding. She sought medical attention for her symptoms at the emergency department. In (B)(6) 2014, plaintiff underwent a hysterectomy. Following the hysterectomy, she suffered a long and painful post-operative recovery. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.